Event description:
The customer reported that the system failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was evaluated and image quality was checked during the service call. No further service info was provided.